Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that patient had implant revision today because patient lost weight the implant moved down and patient was sitting on the implant. Neurostimulator was moved up 3 inches. Rep encountered issue with clinician device asking for implant serial number. Technical services(ts) gave rep registered information. Issue was resolved one implant serial number was entered. Reviewed with caller that device encountered power on reset thus, the reason for needing serial number.  Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue.  No further complications were reported/anticipated at this time.